Manufacturer narrative:
The lot number for both malfunctions is unknown, therefore the manufacturing review could not be conducted. The device has not been returned for evaluation, however, medical records for both malfunctions has been provided. Per review of the medical records, evaluation of both malfunctions confirmed patient device interaction and detachment of device or device component. Based upon the available information, the definitive root cause is unknown. The devices was labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced patient device interaction problem and detachment of device or device component. This information was received from various sources. This malfunction involved both patients with no consequences. The weight of one (B)(6) year old female patient is (B)(6) pounds and weight of another (B)(6) year old male patient was not provided.